Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the lead introducer exhibited a kink after the removal of the dilator and was creating resistance for lead insertion. The lead introducer was replaced. No patient complications have been reported as a result of this event.